Manufacturer narrative:
Additional information: d9, h3 plant investigation: the manufacturer confirmed the customer¿s reported issue based on the provided photograph and information. The resolution provided by the customer indicates that the pump/motor unit, which includes a new capacitor, was replaced to fix the issue. The replaced parts were not requested for investigation as the provided picture of the defective capacitor was sufficient to determine the failure cause. A review for similar complaints indicates that the failure is a known issue. The capacitor is manufactured by a third-party manufacturer. Supplier management will not initiate a supplier non-conformity due to a low failure rate of this component. A review of device history record is not required as the reported failure can clearly be attributed to the defective capacitor and a device with such a failure cannot pass final inspection before product release. It can also be noted that the device did operate for several months after product release at the customer site. Device repair history was reviewed and there were no previous complaints or repairs documented for this device within the quality system. The product instructions for use contains warnings to prevent any harm caused by electrical failures. Review of the service manual is not required as the failure can be clearly attributed to the defective capacitor and is in no relation to any maintenance procedures. Duplicating this issue is not applicable as the failure can clearly attributed to the defective capacitor. Based on the information provided the manufacturer determined the cause is most likely related to local operating conditions which are not available. A manufacturing failure cannot excluded but is more unlikely in relation to overvoltage as failure cause.

Event description:
A field service technician (fst) reported to fresenius that an aquac reverse osmosis (ro) system received the message ¿f-02-60-06 failure: fill level cannot be lowered¿ during standby mode. The cause of the reported issue was a defective capacitor that had popped off the main pump. The fst noted that the capacitor looked as though it exploded when it popped off. The fst confirmed there was no burning smell, smoke, spark, flame, or arcing observed. The fst replaced the p1 pump to resolve the reported issue. The ro system was placed in a rinse cycle and a t1 test was run. The machine was returned to service upon passing the t1 test. There was no patient involvement associated with the reported issue. The sample has been returned to the manufacturer for a physical evaluation.

Event description:
A field service technician (fst) reported to fresenius that an aquac reverse osmosis (ro) system received the message ¿f-02-60-06 failure: fill level cannot be lowered¿ during standby mode. The cause of the reported issue was a defective capacitor that had popped off the main pump. The fst noted that the capacitor looked as though it exploded when it popped off. The fst confirmed there was no burning smell, smoke, spark, flame, or arcing observed. The fst replaced the p1 pump to resolve the reported issue. The ro system was placed in a rinse cycle and a t1 test was run. The machine was returned to service upon passing the t1 test. There was no patient involvement associated with the reported issue. The sample has been returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.